Event description:
Device 2 of 3. Ref MFR report: 1627487-2014-26343 and 1627487-2014-26353. The pt is implanted with an scs ipg and a pns ipg (off-label). It was reported the pt experienced a jolting sensation when his scs system is turned on. Diagnostic testing identified multiple invalid impedances. Xrays were taken but results were inconclusive. Follow up info identified the pt underwent surgical intervention on (B)(6) 2014 to replace the ipg. The MFR is unable to determine which ipg is associated with this event; therefore, both ipgs are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.